Event description:
Gasline with high compressed air, line connected to oscillating saw/drill during cardiac surgery. Exploded close to ear of surgeon who is experiencing some loss of hearing and continuous background noise.